Event description:
Additional information was received from the manufacturer representative (rep). They stated the doctor lied to patient¿s wife and continues to lie. Now the patient texts and calls the rep about the issue. When asked why the revision occurred, the rep stated they thought the patient was having pain but they weren¿t certain. The rep said the device wasn¿t failing, and that there was no failure in the device, but the patient keeps called it a ¿failure¿ (see below). So, they went in to do a pocket revision to adjust the device placement. During the procedure, the healthcare provider (hcp) cut the lead while trying to release it from scar tissue. Then, the hcp looked around in the pocket and pulled on the lead to get it over to the pocket. They then claimed that the lead was in the pocket the whole time it was implanted and tried to convince the rep of that. The rep stated to the agent that they never saw the lead in the pocket. When it was cut, the hcp didn¿t want to put in a new lead because they were in a hurry to be done with surgery. They didn¿t have a consent for that either. They only consent they had was to move the battery within the pocket higher or lower. The doctor felt they needed a new consent but did not want to call the patient¿s wife and ask for consent. The hcp decided to say that the patient never had response to therapy, even though the rep stated the patient did have a response and the therapy was effective. The hcp questioned whether they should get a new lead. The hcp lied and told the wife the lead was in the pocket the whole time it was implanted. So, the hcp fully explanted the ins and both parts of the lead and stated the patient would do another trial in a few months. The patient did a new trial a couple months later and had great results. A new implant was put in the left side (opposite side as before). It was still painful to the patient where the previous ins was on the right side, and they stated that it was ¿zapping¿ the nerve for 7 months. The rep stated that this is most likely why they say it was a failed device. The rep said it wasn¿t zapping the nerve but that is what the intended stimulation is (normal stimulation stimulates a nerve). However, the patient thinks the lead was in the pocket the whole time. They were not sure why the pain occurred. They stated the patient is looking for money and will sue [manufacturer]. The rep's recollection of the case conflicts with the hcp's.

Manufacturer narrative:
Continuation of d10: product ID: 978a128, lot# va2eek0, implanted: (B)(6) 2021, explanted: (B)(6) 2024, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical product: product ID 978a128 lot# va2eek0 implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(6), ubd: 08-feb-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was reported that on (B)(6), 2022, the healthcare provider (hcp) was performing a pocket revision to move the ins to a different location. During the surgery, the hcp cut the lead while trying to disentangle it from scarred tissue. They then told the pt's wife via a phone call from the or that the lead had come out of the foramen so everything would be explanted. The hcp did not tell the wife or the pt that they had cut the lead. The manufacturer representative (rep) did not see the tined portion of the lead in the pocket while the hcp was disentangling the lead, and the hcp had to pull on the lead to get the tined portion to the pocket site. On (B)(6) 2023, the pt underwent a second advanced trial and another ins was implanted on opposite buttock (left). Their previous device had been in the right buttock. Pt sent the rep a text message on (B)(6), 2023 stating "since the removal of the failed sacral nerve stimulator, the pain in my right gluteal area has been increasing daily. It's now at the excruciating level. My [hcp] suggested I ask you if you have any more info from [manufacturer] relative to more failures and or other patients experiencing the pain I am." When the rep spoke to the pt, they stated it could not be a coincidence that the lead had come out of the foramen and was sitting in their pocket for 7 months "zapping" them. The pt stated they believed there was nerve damage from the lead delivering electrical impulses in the pocket. Their current ins site did not have any pain. Therapy was for managing fecal incontinence and always did even with the previous implant. The issue was ongoing. The rep called asking for assistance. On (B)(6) 2023, a call was made to the rep, who stated they had a patient who was lied to by the hcp. They had pain at the former ins site. The rep stated that the patient was lied to by the hcp, and now the patient will probably sue [manufacturer].